Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2020-00349. It was reported that the patient's system does not provide effect therapy, they would have to turn their therapy up to max strength in order to feel anything. The patient underwent a surgical procedure on (B)(6), however a abbott representative as not present.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates a metal plate was placed and the lead was screwed down on (B)(6) 2020. Effective therapy was established.